Event description:
Had ethicon psh mesh implanted to right groin in (B)(6) of 2004. In (B)(6) 2014, started having severe pain to right groin. Had multiple scans and tests. Found that mesh was the problem. Had illioinguinal nerve ablation but did not help. Surgeon says only taking mesh out will help, but there are serious risks and a 30 percent chance of not helping.